Event description:
Six denali set screws backed out approximately 3 months post-operatively. Five of the set screws were tightened and one replaced.

Manufacturer narrative:
The explanted set screw has not been received by the manufacturer and the other five remain in the patient. Investigation of similar events has shown that a potential root cause could be that the set screws were not properly seated, thereby possibly contributing to the back-outs. Five of the set screws were reportedly re-tightened and the patient is reportedly doing fine. Unfortunately, without the parts no firm conclusion can be drawn however, incidents of this nature will continue to be monitored.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. It was determine that the incident likely occurred due to the rod not being fully seated in the pedicle screw. The torque handle used in the case was found to be within specification. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.